Event description:
This cardiac resynchronization therapy pacemaker's (crt-p) battery dropped from four years to 3.5 years in just three months and then dropped again to 2.5 years three months after. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
This cardiac resynchronization therapy pacemaker's (crt-p) battery dropped from four years to 3.5 years in just three months and then dropped again to 2.5 years three months after. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
This cardiac resynchronization therapy pacemaker's (crt-p) battery dropped from four years to 3.5 years in just three months and then dropped again to 2.5 years three months after. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted.